Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues identified with the hypotube shaft. A visual and tactile examination identified a mid-shaft kink at 24.8cm from the tip. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination noted damage to the inner lumen with stretching and prolapse at 5cm from the distal tip. Tip showed no signs of tip damage.

Event description:
It was reported that the delivery shaft was fractured. The 80% stenosed, 32mm in length, 2.75 in vessel diameter, target lesion was located in the mildly tortuous and moderately calcified distal left main (lm) to mid left anterior descending artery (lad). A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure. It was further reported that the issue occurred during device insertion. Fracture occurred outside the patient. The device was completely removed from the patient's body. The patient was stable after the procedure.

Event description:
It was reported that the delivery shaft was fractured. The 80% stenosed, 32mm in length, 2.75 in vessel diameter, target lesion was located in the mildly tortuous and moderately calcified distal left main (lm) to mid left anterior descending artery (lad). A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the delivery shaft was fractured. The 80% stenosed, 32mm in length, 2.75 in vessel diameter, target lesion was located in the mildly tortuous and moderately calcified distal left main (lm) to mid left anterior descending artery (lad). A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure. It was further reported that the issue occurred during device insertion. Fracture occurred outside the patient. The device was completely removed from the patient's body. The patient was stable after the procedure.